Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was alarming and that the patient experienced elevated blood glucose (bg) of 525mg/dl with increase urination and increased thirst. The patient was reportedly treated with a correction bolus. Troubleshooting indicated that the pump was emitting a communications alarm, which was cleared after the pump was rebooted. A review of the pump history indicated that the alarm had started on (B)(6) 2012, at 1:02am; the alarm was not cleared until the reporter contacted animas around 4am that same day. The pump was found to be alarming appropriately. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error due to inadequate response to an appropriately emitted alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: during investigation, a review of the black box and alarms history showed no evidence of any communication alarms or call service alarms. During testing, the pump¿s ¿ezprime¿ sequence was successfully performed with no errors. A 24 hour duration test was completed successfully with no alarms occurring. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. The pump cover was removed and no evidence of internal moisture or damage was observed inside the pump. The call service issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.